Manufacturer narrative:
Product event summary - the actual lead was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. The ventricular lead impedance rose from an approximate baseline of 500 ohms to greater than 2000 ohms during april and may 2013; then returned to within a normal range for remainder of impedance trend data. A ventricular lead warning had occurred.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: kdr901 ipg, implanted: (B)(6) 2006. (B)(4).

Event description:
It was reported that the right ventricular lead had a gradual increase in threshold and impedance in bipolar configuration. The lead was reprogrammed to unipolar and remains in use. No patient complications have been reported as a result of this event.